Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the pump¿s black box showed evidence of multiple unexplained pump reboot events. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. The battery cap contact height and width measurements were found to be within specification. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues.the original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.